Event description:
It was reported that the in office interrogation showed battery voltage of 2.52 volts. Review of performance data from the device showed battery voltages in the 2.90 volts range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device indicated low telemetered battery voltage. The weekly min/max battery voltage latest reading was 2.89/2.93v but the in office measurement through telemetry was done twice and recorded 2.52v and 2.51 v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.